Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection tazact (4.5 grams twice per day, route and duration not reported) and injection vancomycin (1 gram stat, intraperitoneal, frequency and duration not reported) for peritonitis. The action taken with dianeal therapies was not reported. At the time of this report, patient outcome was unknown. No additional information is available.